Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is not removing cartridge air. Tandem clinical support informed customer that not removing cartridge air, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.